Manufacturer narrative:
On 1/31/2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during visual inspection of the device it was observed a crease in anterior view also a bubble measuring approximately 5.7 cm x 3.8 cm. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. A crease/fold failure may be the result of the continuous and sustained stresses to the device. It should be noted to handle the implants with care during medical procedures as excessive force during implantation or device removal might cause bubbles. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On feb 26 2020, additional information was received indicating the replacement devices were mentor memorygel breast implants 360cc, catalog number 3507360mc, serial number (B)(6) (r) and serial number (B)(6) (l). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation revision with mentor memorygel breast implants 450cc and experienced bilateral rupture. Ruptures were confirmed via ultrasound. As a result, the patient underwent removal on (B)(6) 2020. This report is for the right breast prosthesis.